Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound bronchofibervideoscope vision was lost under ultrasound. The issue was found during a diagnostic unspecified procedure. The procedure was completed with another similar device. There were no reports of patient¿s harm.